Event description:
Kimberly-clark received a report from (B)(6) stating, "customers have called concerning marks on skin from the anchors and suture locks of the introducer kit.it seems these type of marks do not occur frequently on all the patients but when these marks appear the marks remain and do not disappear.this product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event.the device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.